Manufacturer narrative:
(B)(4). Correction/removal reporting number is pending FDA assignment. (B)(4).

Event description:
It was reported that the device was identified to be a subject of the recall. The device was explanted and replaced. There was no adverse experienced by the patient during this event.